Event description:
The patient's representative reported, "chest pain", "hardening", "numbness", "restricted in her freedom of movement and severely impaired in her everyday life. In particular, she is restricted from all things in everyday life that require her arms, such as putting, exercising and generally lifting and carrying objects", "muscle and joint pain", "chronic exhaustion", "fatigue", "headache", "rash", "severe capsular fibrosis was diagnosed with baker severity level 2-3", "rupture was suspected", and "silicone deposits were found in the lymph nodes". The device remains implanted. This record is regarding the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of silicone migration and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture - baker grade iii and silicone migration.